Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 20-may-2015, fse visisted the customer to address the reported event. During servicing, fse replaced the substrate dispenser valve (sv501) and the waste pump due to wear. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was due to a defective substrate dispenser valve.

Event description:
On (B)(6) 2015 a customer reported error 2017 (substrate purge) on the aia-360 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting troponin patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.